Event description:
On or around 8/13/1999, the account reported a hgb=16.9 g/dl and hct=51.7%, which was questioned by the physician. The sample was retested and results of hgb=6.6 g/dl and hct=20.1 were obtained, which were more in line with previous results. No further pt info provided. No report of injury.